Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - hospital

Event description:
Information received from the field notes that when the patient presented for a follow-up, the ventricular inter- cardiac was found to be in a flatlined state. Markers were displayed appropriately and the patient was mostly intrinsic. Ventricular impedance was <200 ohms. The sense amplifier was sensing and labeling r-waves 100% of the time, but the intracardiac channel was not sensing correctly. The device will remain implanted.